Event description:
A malfunction on the pump was reported, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.